Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. 1 device had a bent component; 1 device had a missing component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction event, where it was reported the power cord had a damaged power prong. No patients were involved.